Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had a broken door. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door (broken upper latch door), kit platen/hinge assy 8100 (missing platen assy), discolored membrane, ail (chipped rt set guide damaged), liui (bent internal pin) and rear case (cosmetic defect). The probable root cause of the reported issue was due to damage of the kit door assy 8100 rohs. A review of the device history record showed the device had a manufacture date of (B)(6)2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a broken door. There was no patient involvement.